Manufacturer narrative:
(B)(4). D10: p20-135-044s, screw, fixation, bone g2. S africa plate confirmed broken. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that x-rays revealed a broken plate and nonunion. In addition, the headed cannulated crossing screw (p20-135-044s) was backing out with discomfort on medial side. Revision was completed to remove the screws and broken plate. The crossing screw was not replaced. Additional information was requested but no further information was provided.